Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is j&j company representative. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) follows: it was reported that a zero-p sterile implant was inserted in the patient's intervertebral space with the aiming device. After insertion the surgeon tried to pull out the aiming device to be able to insert the screws and the zero-p implant's peek and titanium part separated from each other. There was no screw inserted because the implant fell apart before the surgeon could insert the screws. The implant was removed easily without additional intervention and a competitor implant was inserted. No patient information is available, no patient injuries reported, and no fragments generated. Updated concomitant devices reported: aiming device (part# 03.617.963; lot# unknown; quantity: 1). Unknown screws (part# unknown; lot# unknown; quantity: unknown). This complaint was for one (1) zero-p convex h5 peek. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the complaint condition based on the received pictures will be rated as confirmed, since the implant is separated in to two pieces. Just based on the picture it is not possible to confirm a functional issue as well as to identify the root cause for the reported problem without having the complained parts available for investigation. Document/ specification review: the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, material and visual criteria at the time of release with no issues documented during the manufacturing process. No nonconformances were generated during the production of the lot in question. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code 04.617.135s. Lot number 37p3493. Manufacturing site: mezzovico. Release to warehouse date: feb 7, 2020. Expiry date: jan 1, 2030. A manufacturing record evaluation was performed for the finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the overall complaint is being confirmed for the zero-p convex h5 peek (part# 04.617.135s, lot# 37p3493) as the device was received disassembled. The complaint condition of the device components being unable to assemble could not be confirmed as they functioned as intended. While a definitive root cause could not be identified for the reported issue from the available information, it is likely that the implant was subject to force in the vertical axis pushing it out of the slot. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : product code 04.617.135s, lot number 37p3493, manufacturing site: mezzovico, release to warehouse date:07 feb 2020, expiry date: 01. Jan. 2030. A manufacturing record evaluation was performed for the finished lot number, and no non-conformances were identified.,product code 04.617.135s device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.